Event description:
It was reported that the patient experienced intermittent therapy control. The pump was subsequently explanted due to unspecified "pump failure". Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.